Event description:
The customer's wife reported the customer's blood glucose meter would turn on with the button, but not when a test strip was inserted into the port. During the troubleshooting survey, it was identified that customer purchased incompatible test strips (fs classic) and he was attempting to use them with his freestyle freedom lite blood glucose meter. The customer's wife additionally reported the customer was unable to test his blood glucose and experienced weakness, blurred vision, numbness, cold sweats and seizure. No third-party medical intervention and no emergent treatment were required. The customer reportedly drank a beverage and ate pancakes with syrup to alleviate his symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
It was identified that the customer was reportedly attempting to use incompatible test strips with his blood glucose meter. Adc customer service educated the caller about test strip compatibility. This case does not involve a product malfunction, and no product investigation is required. This is the final report.